Event description:
It was reported by the company representative that a message was received indicating that the analyzer lost communication with the programmer. Follow-up indicated that the communication was lost while the representative was programming the device; waiting for the physician to arrive for the case. The representative finished the case with another programmer. It was noted that once the power was cycled to the programmer, the error cleared. The programmer booted up fine and the representative was able to go into the analyzer session later without issue. It was suggested to the representative to swap the analyzer with another programmer. The programmer was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).